Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown size trifecta valve was implanted six years ago (2016). On an unknown date, the trifecta valve was explanted for unknown reason. Patient status is unknown.

Manufacturer narrative:
An event of explant was reported. No information was received to indicate the device failure. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.